Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. The right ventricular lead exhibited low impedance. The lead was capped and replaced during a routine pulse generator change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.